Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 the patient presented with pre-op diagnosis of stenosis spondylolisthesis l2-3. The patient underwent lateral fusion with rhbmp-2/acs and bone graft at l2-3. Intra-operative findings: stenosis. Post-op conditions were reported as ¿good¿. No patient complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.